Manufacturer narrative:
As product was no longer available for investigation and the test strip lot reported is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 145 mg/dl compared to a lab result of 395 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned product is no longer available for investigation. A DHR review of the reported meter has been requested. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.